Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014, to claim that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014. Patient's husband claims the device read over 300 while the fingerstick value was 21. Patient's husband gave one dose of glucogon to patient. Patient's husband did not report any injuries or medical intervention at the time of contact with dexcom technical support.